Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal left anterior descending artery. A 3.0x28mm xience sierra was deployed at the lesion. Post-dilatation was performed with a 3.25x12mm nc trek balloon dilatation catheter (bdc) at 16 atmospheres (atm). The balloon was completely deflated. During removal, resistance was felt with the anatomy. With the nc trek still inserted, it was advanced again, inflated at 16 atm, deflated completely, and then removed fully from the anatomy, with slight resistance noted still. Two non-abbott bdc were used to successfully complete the procedure. The patient is fine. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.